Event description:
It was reported that the device ended up causing the patient back pain that they didn¿t have before. In 2012 the leads were replaced for a single paddle that had 2 leads which attached to the spine (see manufacturer report # 3004209178-2014-24652). The patient stated when they put the paddle to their spinal column that caused them radiating back pain. It was reported that the paddle caused the patient back pain that would not go away and they didn¿t have back pain before. It was reported by the patient that the physician said the paddle might had been too big and that they could put a smaller paddle in but the patient opted to explant the system because the patient had been through 3 surgeries and wasn¿t getting enough relief from it. The patient reported that they had the paddle in for 6 months and in (B)(6) 2013, they removed the paddle lead and battery. The patient no longer has anything in their back. It was reported that the nerve stimulator in their back did not work for them with the paddle. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: lead. (B)(4).